Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic appendectomy, the doctor tried to insert the trocar and the plastic sleeve bent. A second like trocar was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # unknown. The analysis results found that the 2b5lt instrument was received with the sleeve broken. One potential cause for the damage found may be the inadvertent application of excessive force or torquing during insertion into the abdominal cavity. The reported complaint was confirmed. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance's.